Event description:
Boston scientific received info that this implantable right ventricular (rv) lead was explanted due to no capture at max outputs. There was a possibility of exit block/scar tissue. A new lead was successfully implanted. To date, there have been no adverse pt effects reported.